Manufacturer narrative:
DHR review: the complaint lot #2349479, sku is 383319, assembly in suzhou plant1 on 2023.jan.17, lot quantity is (B)(4). Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no sample return, no pictures provided as well. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check prn connector assembly status, no defect detected and test result is good. Refer to the attachment for retain sample test report. Possible causes analysis: prn connector assembly status is not good based on the reported information, possible causes for such defect mode is prn connector assembly status not good, or raw material defect which case too loose after assembly. Manufacture process have take control procedures as below for risks above 1. Prn connector assembly status can be complete inspected by each process station after assembly. 2. Complete inspection is performed during packaging there is no defect sample returned, no pictures provided as well. The retain sample analysis result are within product specification, so the root cause for this failure case is not clear.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in row it was reported by the customer that patient came back from the bathroom and sat in chair. Patients IV started gushing blood out from the bottom of the port on the saf-t-intima. After close inspection, it appeared that the cap that holds the needle in place until the IV is inserted was missing. Blood was pouring out onto the floor. Rn clamped the tubing above the IV site and coworker handed a luer lock to put on the open part where the blood was pouring out. Patient cleaned up and spill kit used. Verbatim: rcc received a complaint via email. Email(s) attached. Patient came back from the bathroom and sat in chair. Patients IV started gushing blood out from the bottom of the port on the saf-t-intima. After close inspection, it appeared that the cap that holds the needle in place until the IV is inserted was missing. Blood was pouring out onto the floor. Rn clamped the tubing above the IV site and coworker handed a luer lock to put on the open part where the blood was pouring out. Patient cleaned up and spill kit used. Device name/description: catheter IV passive safety winged closed system y-adapter yellow 24gx19mm saf-t-intima manufacturer: becton dickinson canada inc device expiry date (yyyy-mm-dd): unknown supplier: xxxxxxxxxxxxxxx supplier catalogue number: (B)(4).